Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. Two weeks after the onset of peritonitis, the patient was hospitalized for 1 week for the event. Treatment rendered was vancomycin, ancef, fortez, diflucan, and flucytosine (dosage, route, frequency not reported). Eleven days after the initial hospitalization, the patient was re-hospitalized for the peritonitis event. The pd catheter was removed and pd therapy was discontinued at that time. The patient was transferred to hemodialysis. The patient was again treated with vancomycin, ancef, fortez, diflucan, and flucytosine (dosage, route, frequency not reported). Three days later, the patient was discharged from the hospital. The patient was recovering from peritonitis. The patient was not retrained on proper aseptic techniques, as the patient was switched to hemodialysis. No additional information is available.